Event description:
I applied my new dexcom g7, (changed the address with alcohol and let out dry) I followed all the steps and applied the over patch. After an hour at work the sensor fell off. My insurance wouldn't cover another one so I waited so I waited for the next day. I purchased another g7 and after 2 hours it also peeled off. Reference report: mw5157470.